Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was pt said their ins therapy was doing some really strange things for them. Pt said since december, they had noticed stimulation feeling in lower intestines and stimulation around their anus. Stimulation sensation seemed higher than it once was and pt said they tried to turn stimulation down and symptoms returned - pt had burning in their big toe and ankle and their back was uncomfortable so pt had to turn stimulation back up. Pt also noticed changes in their bowel movements - pt noticed their stool would pass, but was hard and pt said the stool would sometimes not come out. Pt said they also noticed when their ins got down to 50% charge, the stimulation would turn off by itself and pt would have to manually turn it back on - pt would notice symptom return for a span of time. Pt said they did not feel much stimulation when sitting up, but when they lied down, they "really felt it very strong." Tss redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the tech said as long as the leads were in place, the sensations were normal. They had no answer for it turning itself off at 50%. They charged it when it was at 100%, it notified them that the unit had turned off. First time that it did that. It works and they are aware of the idiosyncrasies and will work around them. No steps were taken to resolve the issue, but they are working around the problems. The tech stated there's a new system that would be available if they needed it. The tech was very good at explaining what may be happening and making suggestions how to overcome the problems. When they are without the stimulation, the burning in their ankle and big toes are overwhelming. The stimulator is a necessity.